Manufacturer narrative:
The sample was not returned for evaluation. Root cause could not be determined. The device history record (DHR) for the reported lot number aa7016c01 was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving one patient. This is the second of two reports. Refer to 9611594-2017-00048 for the first report. It was reported by a caregiver that, a patient choked on the gastric port strap of the extension set. The patient bit into and broke off the gastric port strap on the extension set, which resulted in the patient choking on the strap. The caregiver is an emergency medical technician and performed back thrusts several times, with finger sweeps to remove the strap from the patient¿s throat. The entire portion was retrieved and the patient is doing well. The caregiver stated, the patient has no oral intake. No additional information received.